Event description:
It was reported that the right atrial (ra) lead had high threshold and was possibly detached from the atrial wall. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The outer insulation was breached with a depression. The distal conductor showed over rotation, and the distal end of the electrode was covered in body tissue and fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947 implantable tachy lead 2009 (B)(6). (B)(4).